Manufacturer narrative:
Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that the device is an old style that never had threads which does not suggest that the device malfunction or may cause any injury in the future, therefore, it was determined that this case does not meet the threshold for reporting and complaint criteria, therefore this is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during inspection the tandem trl shell's were found without threads. These are old styles that never had threads. No case related, therefore, no patient involved.

Event description:
It was reported that during inspection the tandem trl shell´s were found without threads. No case related, therefore, no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.